Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that multiple cartridges were damaged at the canister. Reportedly, the customer¿s blood glucose was 585 mg/dl. Elevated blood glucose was addressed by a manual insulin injection. Ultimately, the customer was able to load a new cartridge to address the issue.